Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the patient had been experiencing persistent intermittent phrenic nerve stimulation from their left ventricular lead. Upon interrogation, the lead exhibited elevated capture thresholds. The phrenic nerve stimulation was unresolvable with programming changes. The patient¿s ejection fraction was noted to be low and it was believed that the patient was a probable non-responder with the lead¿s position. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of high pacing threshold was confirmed. External insulation abrasion breaching the inner coil lumen and exposing the inner coil was noted at 45.1-45.3 cm from the distal tip consistent with lead friction to the device can or feature of the heart.